Manufacturer narrative:
Continuation of d10: product ID: 990063-020 product type: achieve catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that there is a problem with the system. It was also reported that blood was seen in the balloon. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 20468 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Review of the catheter smart chip data indicated the catheter was used for three applications on august 27, 2024. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressure testing and dissection revealed the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported issue of "visible blood" was confirmed during analysis and the balloon catheter did not pass the returned product inspection due to blood/liquid observed inside the handle and an observed outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.